Event description:
It was reported that the customer was hospitalized for ketones and high blood glucose over 600mg/dl. It was stated that insulin pump alarmed motor error and troubleshooting could not be performed. It was stated that the customer will remain on manual injections and a replacement of the insulin pump was sent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.